Manufacturer narrative:
Device evaluated by manufacturer:as the device was not returned, technical analysis could not be performed. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4).

Event description:
(B) (6). Same case as 2134265-2010-00624. It was reported that following a coronary artery stenting procedure, the patient experienced a myocardial infarction (mi). The lesion being treated was located in the mid right coronary artery (mid rca). The physician treated the lesion by implanting two 3.0x20mm taxus express2 study stents in an overlapping fashion. At 919 days after the index procedure, the patient presented with st segment elevations in the inferior leads and acute chest pain. The patient was admitted, EKG showed st elevations in inferior leads. The patient came back with mi due to stent thrombosis in the target lesion. A control echo revealed akinesea of inferior wall. The patient was treated with an unknown study stent. The patient was discharged 7 days later.